Event description:
During patient positioning, the skull clamp migrated very easily along the scalp, causing a laceration of between 12 and 13 cm in length. The patient required sutures, but was otherwise stable.